Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A high venous pressure alarm occurred toward the end of a routine hemodialysis treatment, which could not be cleared by the operator. Rinseback could not be completed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
Facility staff attributed the reported blood loss and alarm to issues with the pt's access which has since been replaced with a catheter. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.